Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A review of the device history record (DHR) was performed for this valve. This device was manufactured per approved and released man ufacturing processes and met all applicable manufacturing specifications prior to release for distribution. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this bioprosthetic valve in this patient with severe aortic stenosis, highly calcified leaflets with no aortic regurgitation, a 21mm valve sizer was placed through the sinotubular junction and it was felt there wasn¿t enough space in the annulus. Consequently, a 19mm bioprosthetic valve was implanted. Following implant, transesophageal echocardiogram (tee) revealed that the blood flow of the right coronary artery (rca) was compromised. The physician felt it was possible the valve stent was occluding the rca and right and left coronary artery (lca) (aorta to left anterior descending (lad)) bypass was performed (it was determined during the coronary artery bypass graft (CABG) that the lca also needed a bypass). At completion of the grafts, echocardiogram confirmed that there was good cardiac function. Following the CABG, the physician determined that the myocardial activity in the lca region was poor and an anastomosis on the distal region of the lad was again performed. An intra-aortic balloon pump was inserted and the patient was transported to the intensive care unit (ICU). The physician stated there was no performance issue with the valve, but related the event to the patient¿s narrow sinotubular junction as well as a narrow sinus of valsalva, stating the issue may have occurred with any other valve. No additional adverse patient effects were reported.